Event description:
Optometrist reports a patient complained of pain and redness in right eye. Pt was referred to local hospital, where they were diagnosed with acanthamoeba keratitis. Patient's wear schedule is daily wear, 2 weekly basis (using complete solution). No addition information is available to enable further investigation at this time.